Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed a series of troubleshooting steps, which ultimately did not resolve the issue. The customer reverted to manual injections for insulin therapy.